Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient in bed 237 had a heart rate that violated the upper alarm limit set for 150 but no audible or visual alarm was provided. The event occurred on (B)(6) 2017 at 8:35 am. No patient harm was reported.